Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 1999 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2007 due to stress urinary incontinence, pelvic organ prolapse, rectocele and vaginal vault prolapse along with concurrent extraperitoneal colpopexy, rectocele repair and posterior vaginal wall (with mesh). It was also reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and neuromuscular problems. It was further reported that patient underwent mesh removal on an unknown date due to patients body rejected the mesh. Additionally, on (B)(6) 1999 the patient underwent extraperitoneal colpopexy and rectocele repair with a pubovaginal sling using cadaveric fascia due to stress urinary incontinence and pelvic organ prolapse along with concurrent abdominal repair of submental. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.